Event description:
It was reported that the patient had to be resuscitated by using cardiac defibrillation. Following the cardiac defibrillation, connection with the ipg, implantable pulse generator, has not been able to be established. It is indicated that the ipg may have been damaged due to the cardiac defibrillation, the patient will undergo an ipg revision procedure, that has not been scheduled as of yet. The date of implant is unknown.

Event description:
It was reported that the patient had to be resuscitated by using cardiac defibrillation. Following the cardiac defibrillation, connection with the ipg, implantable pulse generator, has not been able to be established. It is indicated that the ipg may have been damaged due to the cardiac defibrillation, the patient will undergo an ipg revision procedure but is has not been scheduled as of yet.additional information was received that the patient passed away therefore an ipg revision procedure did not take place. The patient passed away at an unknown facility and it is not known if the device was explanted post mortem. The cause of death is unknown, and the device is not available for return.